Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6) ) revealed that there was a cracked case front that needed replacement. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that their controller went unresponsive the other day. Pss had pt reset their controller. When pt plugged controller into the ac power supply without battery pack inserted, the controller screen said "memory problem". Pt attempted to change the date, but said the controller was buzzing and wouldn't let them change the date when they pressed the arrows on the controller. Pt unplugged the controller from the ac power supply and plugged the controller back into the ac power supply and saw "memory problem" again. Pt was able to set the date but said they weren't able to change the time. Pss had pt unplug the controller again from the ac power supply. Pt plugged the controller back in and reinserted battery pack and saw "software problem 1) intellis 2) 3.0 3) 160 4)splashplanel.c" on their controller. Pt reset the controller again and plugged controller back into ac power supply without battery pack inserted and the controller didn't power on. The issue was not resolved. The reason for call was pt reported that they have had a hard time finding a good place to connect while charging their implant. Pt said this has been going on for several months. Pt said the recharger cord felt a little loose by the recharger antenna. The issue was not resolved. The caller was redirected to call ps back if issue persists after controller replacement. A replacement controller was sent out. No symptoms were reported.